Event description:
It was reported to MFR that the physicians hand held would not hold a charge and the screen was freezing at various times during usage. The MFR rep attempted to perform troubleshooting, however, the hand held would not power on. The non-working hand held and software flashcard were returned to MFR for analysis. The ac adapter cable was not returned for analysis. Analysis of the handheld was not able to replicate the reported events and revealed that the device performed according to specs. Additionally, analysis of the software flashcard was not able to replicate the reported events and revealed that the device performed according to specs.